Event description:
Patient was revised to address frequent dislocation. Stem was replaced to add more version and the liner was replaced to add stability.

Event description:
Patient was revised to address frequent dislocation. Stem was replaced to add more version and the liner was replaced to add stability. Update- (B)(4) 2012 - litigation papers received. Date of implantation was provided - (B)(6) 2007. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: event/problem description. Depuy still considers this investigation closed.

Manufacturer narrative:
Update - (B)(4) 2012- litigation papers received. Date of implantation was provided - (B)(6) 2007. There is no new additional information that would affect the investigation. Update - (B)(4) 2012 - medical records and patient fact sheets received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Com-008836 has been re-opened under pc-000386866 due to the receipt of ppf and implant records. Ppf alleges dislocation with closed reduction. Doi: (B)(6) 2007; dor: oct. 6, 2009; right hip. This pc is for the first revision of the right hip. Reason for original complaint ¿ patient was revised to address frequent dislocation. Stem was replaced to add more version and the liner was replaced to add stability. There is no new allegation. None of the information reported in this pc changes the investigation performed as part of com-008836. The com investigation is still valid. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction.